Event description:
It was reported by repair work order that the brakes were not holding due to malfunctioned brake cams. No patient was affected and no adverse consequences or clinically relevant delay in treatment was reported.